Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown drill bit, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Facility reported that the drill bit broke off in patella on (B)(6) 2013. X-ray confirmed that the bit was buried in the bone and doctor stated that it will not affect the patient. The reported incident was found by the facility on (B)(6) 2013 while operating room desk was being cleaned out. Facility confirmed that no delay occurred and no medical intervention was required due to reported event. Spare device was available to complete the procedure. This report is for an unknown drill bit. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Changed name to (B)(6).